Manufacturer narrative:
The lens was returned to b+l for evaluation. Two haptics are bent. The device history record was reviewed and there were no discrepancies or unusual finding that relate to the reported issue. Based on the current information the root cause of the event could not be conclusively determined. However the most probable root cause is "patient related".

Manufacturer narrative:
The lens has been returned and is currently under evaluation. Results will be submitted to the FDA in a follow-up report.

Event description:
It was reported that the lens was explanted and replaced with different model due to lens subluxation approximately one month after implant date. Reportedly the subluxation was due to unspecified patient-related issue. Patient outcome is good.